Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool smarttouch catheter. During the ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis and pericardial drain. Patient admitted for a paroxysmal af ablation, under ga (general anesthesia). Ra (right atrium) mapped and a non-bwi coronary sinus catheter was inserted. A transseptal performed under transoesophageal echocardiography (toe) guidance. It was very difficult to achieve transseptal access due to abnormal anatomy. The la (left atrium) was mapped and ablation started after that. After a few ablations and toe check, a pericardial effusion was observed--without compromised hemodynamics. At this stage, pericardiocentesis performed for pericardial drainage, and drain left in situ. Pvi (pulmonary vein isolation) was completed. The physician's opinion on the cause of this adverse event was the patient's condition. The patient fully recovered but required prolonged hospitalization. No evidence of steam pop. No error messages observed on bwi equipment.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31008732m number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).